Event description:
It was reported to technical services on 10/10/2011 that this lead will be revised due to high capture thresholds and impedance issues. The revision is scheduled to be done at (B)(6) with a dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).